Manufacturer narrative:
(B)(4).

Event description:
It was reported there were impedance readings greater than 4,000 ohms on some of the bipolar pairs. It was also reported the patient was not feeling a stimulation sensation. It was later reported that the physician may get an x-ray or evaluate the options because the patient's device may be near its end of service (eos). It was also stated the patient wanted more pain relief and wanted to meet with their healthcare provider to evaluate options.

Event description:
Additional information received reported the patient had increased pain and minimal pain relief. It was noted the patient did not require hospitalization due to this event.

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0519463v, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).